Event description:
During routine removal of the plate and screws, the surgeon found that one of the screws was broken. The screw was explanted.

Manufacturer narrative:
The screw was broke just below the head of the screw. The location of the break is consistent with the location of the bottom of the plate when the screw is fully inserted. Without further information, the root cause of this failure could not be determined. Conclusion - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw breakage. Additional mdrs associated with this event: MDR 3025141-2014-00210: screw 2; MDR 3025141-2014-00211: screw 3; MDR 3025141-2014-00212: screw 4; MDR 3025141-2014-00213: plate; MDR 3025141-2014-00214: screw 5; MDR 3025141-2014-00215: screw 6; MDR 3025141-2014-00216: screw 7; MDR 3025141-2014-00217: screw 8.